Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.

Event description:
Boston scientific received information that in just over six months, the estimated remaining longevity decreased by two years. No adverse patient effects were reported. Boston scientific technical services (ts) and engineering reviewed the available data and confirmed the decrease in longevity remaining from four years remaining to two years remaining in six months was a result of the device operating right at the bin edge between the first and second current bins for longevity remaining calculations. It was also confirmed the device appears to be depleting normally. No adverse patient effects were reported. Additional information received noted that at a follow up in march 2019 the longevity showed 2.5 years remaining, but changed to less then .5 years at the latest programmer printing with frequent anti tachycardia response (atr) episodes noted. Ts noted that the programmer estimates the longevity and can change even with small changes in pacing thresholds or impedance values. Ts noted that in this case the pacing percentages had increased and the battery status at the last follow up was elective replacement near (ern), this was most likely related to the change. No further changes were made the device remains implanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that in just over six months, the estimated remaining longevity decreased by two years. No adverse patient effects were reported. Boston scientific technical services (ts) and engineering reviewed the available data and confirmed the decrease in longevity remaining from four years remaining to two years remaining in six months was a result of the device operating right at the bin edge between the first and second current bins for longevity remaining calculations. It was also confirmed the device appears to be depleting normally. No adverse patient effects were reported.